Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of over 600 mg/dl. The customer expressed the following symptoms of her high blood glucose level: nausea, thirst, frequent urination, and weakness. The customer stated she believes her insulin pump is malfunctioning. She attempted to treat herself with a bolus and manual injection. Troubleshooting was unable to be performed. The customer stated she would be going to the hospital. The product is not being returned. Nothing further was reported.